Manufacturer narrative:
Health effect- clinical code 4581: difficulty in near vision, fixed dilated pupil. Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -13.50/3.0/074 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2024. Patient presented with difficulty in near vision and fixed mild dilated pupil. Lens remains implanted. Cause of event was unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H1 - type of reportable event: malfunction corrected to serious in inital MDR claim #(B)(4).